Event description:
Patient was admitted to the hospital intensive care unit, for treatment of high blood glucose (511 mg/dl, at the time of admission). Patient had switched to this device 4 days prior to hospitalization. Patient's blood glucose level was normal for the first 2 days the device was in use; however, patient blood glucose began to increase over the next 2 days. Neighbor found patient unconscious, the following morning, and phoned for emergency medical treatment. Upon arrival in the intensive care unit, patient was treated with insulin and normal saline.